Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. Device remains implanted.

Event description:
The customer reports that post implant a realize adjustable band after four adjustment a port flip was discovered in (B)(6) 2011. Some fluid was removed from the band. The port was replaced in (B)(6) 2011. In (B)(6) 2011, the patient had an adjustment. Per the patient, the band was too tight. The patient was also experiencing vomiting. The patient commented that the area of the port is swollen. An upper gi was performed and it was determined that the port has flipped a second time. Per the patient, the port will have to be replaced however, a date has not been set. Attempted to follow up for with the consumer/patient to inquired if a date has been scheduled to correct port flip and reached a none working phone number.